Event description:
The piston slipped off the incus soon after surgery and a revision surgery was required.

Manufacturer narrative:
The surgeon initially phoned a company rep to discuss a concern about the smart pistons. He stated that over the course of the last 7 yrs using smart pistons multiple dislocations had occurred and that the frequency had increased in the last year. Later, when asked what he meant by dislocation, the surgeon replied that he meant that the smart prosthesis came off the incus after a certain period of time - not straight after the procedure. No further details were given. This implies poor hearing results and a revision surgery, however no medical professional has made that explicit claim. We have made multiple requests for the number of incidents the surgeon attributes to the device, the lot numbers, procedure dates, and current pt conditions, but so far we have not received any add'l details. No device has been returned. We are filing this report with the info available to us at this time.